Event description:
(B)(4) - the dealer reported that the solara3g custom mechanical wheelchair wheel lock clips and pedal was engaging the lock without command due to the lock being worn. There was no injury reported.